Event description:
A peritoneal dialysis pt has reported the dialysis solution was leaking out of the cassette and into the cycler. Upon removing the tubing set from the cycler following treatment, fluid was found in the cycler. Pt did not receive any antibiotics and has had no adverse effects. Sample has not been returned to the MFR.

Manufacturer narrative:
The device was not returned to the MFR for physical evaluation and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer within one month prior to the date of event. Batch records for the latest lot identified were reviewed and confirmed there were no deviations or nonconformance during the manufacturing process.